Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Subsequently, this lead was explanted. At this time, the lead has not been returned. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a follow up visit it was noted that the lead safety switched was triggered due to high out of range pacing impedances on the right ventricular lead. In addition, it was noted that there was no ventricular capture and impedances remained out of range after the nurse changed the configuration to unipolar. No adverse patient effects were reported, and a revision was planned.